Event description:
Device malfunction: none. Symptoms/ae: bradycardia. Time of symptoms/ae: after the procedure. It was reported that prior to a right internal carotid artery stenting procedure, per electrocardiography (EKG), the pt was in asymptomatic atrial fibrillation with multiple pauses-average heart rate in the 80's. One day post-procedure, the pt experienced symptomatic atrial fibrillation with multiple pauses. A temporary pacemaker was placed and set at 40 beats per minute. Two days post-procedure, the pt, reportedly experienced a witnessed, but not captured on an EKG, episode of torsades des pointes. Since the heart rate continued to drop below 40 beats per minute, a permanent defibrillator was placed in 2009, resolving the event. Six days post-procedure, the next day, the pt was discharged to home. Although requested, there was no add'l info provided.

Manufacturer narrative:
Study event. There was no rx acculink malfunction reported. Bradycardia is a known possible adverse event associated with the use of the device as listed in the rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.